Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
The facility representative reported that the reservoir of a ce intermate sv 100 ruptured. It is unknown when or at what point in the process the reported condition occured. No patient injury or medical intervention was reported. No additional information is available.